Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 376 mg/dl. Reportedly, the pump supplies were changed to address the issue. Additionally, the cartridges were in use for 7-10 days and the infusion sets for 3 days. Tandem technical support educated customer regarding cartridge/insulin labeling.